Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 packet c3 drawer was failed and failed to close. A field service engineer (fse) reported that the full height cubie drawer 2 with cubie pocket c3 had failed to open. The diagnostics tool successfully opened the lid of the cubie pocket and passed the test. The cubie pocket was relocated within the cubie drawer. The full height cubie drawer was verified to be operational, and the customer was able to recover and inventory the drawer. No further issues were reported for the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pockets c3 failed to remain closed. Although the pocket was in a closed state, it could not be released. Recovery actions were attempted, including rebooting the station, but the issue persisted and the pocket did not release. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.